Event description:
It was reported that the patient underwent an inflatable penile prosthesis removal surgery due to fluid loss from the device. There were no patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis removal surgery due to fluid loss. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected and leak tested. Visual examination revealed that the outer and fabric tube of the first cylinder was detached at the proximal end of the body. This cylinder had a bulge in the proximal end when inflated with air from a syringe. The second cylinder had a tool mark and a hole in the proximal end. In addition, most of the outer tube was torn off from the proximal end to the middle of the cylinder body; both findings are consistent with explant damage. The second cylinder did not pass the leakage test. The rear tip extenders (rte) were visually inspected. No damage or abnormalities were noted. The reservoir was visually inspected and tested for leaks. Visual evaluation identified a hole in the kink resistant tubing (krt), with a resultant leak. The fluid leak identified in the reservoir tubiing could have caused or contributed to the reported clinical observation of fluid loss.